Event description:
Patient underwent surgery. Four weeks later, the surgeon found through x-ray that the locking plate was deformed. One week after discovery, the patient had the pain in the distal radius. The surgeon found through x-ray that the locking plate was broken. The surgeon monitored the patient for two months and conducted the revision surgery.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the plate broke after a few cycles under very high forces in low cycle fatigue mode. The investigation shows on the fractured surfaces a very large part of forced rupture which point to the action of high forces. Most likely the fractured zone was dynamically overloaded. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, there is no indication for any systematic device related failure.